Event description:
Additional information was received that another alert for high out of range shock impedance measurement was reported. The field representative stated the cause of the rise in impedance was determined to be due to the medication and all values have returned to normal and no further testing was performed. There was also rises noted in the right atrial (ra), left ventricular (lv) and rv pacing impedance, however none were out of range. No adverse patient effects were reported.

Event description:
The field representative contacted boston scientific technical services (ts) to review the patient's data and found that the right ventricular (rv) lead also had decreasing amplitude measurements. Ts discussed troubleshooting options once the patient was brought into the office. It was also noted that the patient had been started on a new medication around the time of the shock impedance increase and that the medication had since been stopped. Ts advised the field representative to have the physician contact the manufacturer of the medication to determine any related side effects. Another alert was also generated by the remote home monitoring system eleven days later. The field representative is attempting to obtain further information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. The field representative is attempting to obtain addtional information from the clinic. No adverse patient effects were reported.